Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The reported event of deep/unspecified infection occurred greater that 90 days post implantation.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). G2, country event occurred in: (B)(6). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the patient was revised due to an infection. There was harm/injury to the patient as the patient had to underwent surgical/medical intervention. Due diligence is in progress.no additional information is available at this time.